Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces.

Event description:
Zoll laboratory services contacted zoll to report that a patient developed a red-raised skin irritation under the patch. The patient described the area as burning and itchy. There was no alleged device malfunction contributing to the irritation. The patient's physician recommended applying hydrocortisone cream to the area due to the skin irritation. The outcome of the irritation is unknown.